Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Originally, 2 option filters were placed, but the legs of the filters were not fully deployed and they had to be retrieved. This may be a secondary effect of external caval compression . Moderate caval stenosis of intrahepatic ivc was noted.